Event description:
It was reported that a 64 yo male patient, initial left knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2023, approximately 8 years post the initial procedure. The patient complained of pain. Loose femur and recalled poly indicated. There were no device breakages or surgical delays. The patient was last known to be in stable condition following the event. No device returns anticipated. Due to the recall the hospital will not release them. X-rays and device images were provided. No further information. Right knee revision reported under 1038671-2023-02900.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t ; 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm recall device; 200-02-38 - three peg patella 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Please disregard initial report as it was determined to have been reported in error; the left femoral component was not revised for loosening.